Manufacturer narrative:
As reported, the 6f exoseal vascular closure device/blocker was used. Although blood flow slowed during retraction, the indicator window did not change color, and the deployment button could not be depressed. Hemostasis was achieved by manual compression. After removal from the patient, the indicator wire did not deploy until manually manipulated. There was no reported injury to the patient. The device was used according to the standard procedure. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of "indicator wire deployment difficulty" could not be observed as the indicator wire was received was fully deployed with no anomalies noted to the loop. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire deployment difficulty reported, handling factors (such as not depressing the cowling guard completely) may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f exoseal vascular closure device/blocker was used. Although blood flow slowed during retraction, the indicator window did not change color, and the deployment button could not be depressed. Hemostasis was achieved by manual compression. After removal from the patient, the indicator wire did not deploy until manually manipulated. There was no reported injury to the patient. The device was used according to the standard procedure. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device/blocker was used. Although blood flow slowed during retraction, the indicator window did not change color, and the deployment button could not be depressed. Hemostasis was achieved by manual compression. After removal from the patient, the indicator wire did not deploy until manually manipulated. There was no reported injury to the patient. The device was used according to the standard procedure. The device will be returned for evaluation.